Manufacturer narrative:
D.3 added manufacturer fax number as it was omitted from the initial report that was submitted. D.4 added model number as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had altered vascular anatomy preventing successful delivery of impella. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered delivery issues during insertion of impella cp. Due to surgically altered vascular anatomy, there were challenging conditions during the implantation of the impella cp. As a result, the case was aborted and the pump was exchanged for a new one.